Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Upon interrogation it was noted that the device exhibited backup vvi operation while attempting the cybersecurity upgrade. The device download was performed successfully restoring the device to normal function. The patient was in a stable condition.